Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted there is blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed. The connector pin is bent and there is blood in/on the helix/lobe mechanism and sleeve head. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix would not retract after several locations were attempted. The lead was not used. There were no patient complications reported as a result of this event.